Event description:
The customer stated that she was hospitalized for high blood glucose levels due to air bubbles in the reservoirs. No date of hospitalization or blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.